Event description:
The customer contact reported unrestricted flow was noted when the door was opened. On an unspecified date and time, the device was programmed to deliver and unspecified concentration of noradrenaline. No specific programming parameters were provided. After an unspecified length of time, it was reported that after the device door was opened, unrestricted flow was immediately noted. No specific event details were provided. Though requested, no additional information was provided, including if any medical interventions were required and the patient outcome.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.